Manufacturer narrative:
During an internal review on 17-jul-2025, noted a correction to the 3500a initial, under the d4. Primary UDI number as it should have been processed as (B)(4). Therefore, corrected. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 08-jul-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a varipulsetm catheter and the curve was not straightening by itself when releasing the locking mechanism. Initially reported mechanically broken curvature, lasso opening and closing no longer possible. No patient consequence. Additional information received on 17-jun-2025. The curve was not straightening by itself when releasing the locking mechanism. The catheter was used on the patient. The lasso opening and closing no longer possible was assessed as non MDR reportable. Since the loop contraction mechanism was not working properly, the user will not be able to use the device and will have to replace it. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The mechanically broken curvature event was originally considered non-reportable, however, bwi became aware on 17-jun-2025 of the curve was not straightening by itself when releasing the locking mechanism and have reassessed the deflection issue as reportable. The awareness date for this reportable issue is 17-jun-2025.

Manufacturer narrative:
Confirmation was received on 10-jul-2025, clarifying that the curve of the catheter was stuck in a fully deflected position. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a varipulsetm catheter. Initially reported mechanically broken curvature, lasso opening and closing no longer possible. No patient consequence. Additional information received. The curve was not straightening by itself when releasing the locking mechanism. The catheter was used on the patient. The curve of the catheter was stuck in a fully deflected position. The device evaluation was completed on 30-jul-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and a deflection/contraction test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. Deflection and contraction testing were performed: the deflection mechanism was working as intended. However, the contraction mechanism failed specifications. The puller wire was found detached from tip due to it was broken. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the reported complaint were identified. The deflection issue reported could not be replicated during the investigation. Other circumstances may have affected device performance. The contraction issue reported by the customer was confirmed. The potential cause is related to the manufacturing process. The instructions for use states: ¿verify that the loop on the catheter tip contracts and expands properly. To contract the loop, point the catheter away from the user and, with the rotating contraction knob on the handle facing the user, turn the rotating contraction knob clockwise until the minimum diameter of the loop is reached. To expand the loop, turn the rotating contraction knob counterclockwise until the maximum diameter of the loop is reached. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to investigate puller wire issues. Explanation of codes: -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: steering wire (g04121) were selected as related to the customer¿s reported ¿lasso opening and closing no longer possible¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿broken curvature¿ issue. -investigation findings: fracture problem (c070603) / investigation conclusions: cause traced to manufacturing (d03) / component code: : steering wire (g04121) were selected as related to the customer¿s reported ¿lasso opening and closing no longer possible¿ issue. In addition, biosense webster inc. Analysis finding of the ¿puller wire was found detached from tip¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).